Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead exhibited high ventricular rates, pace impedance measurements less than 200 ohms, and noise during pacing. Rv lead was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.